Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro: 1222253 it was reported that a system failure occurred during a force sensor test. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked, the light shield was missing, and there was no backlight on the lcd display. A review of the event history log identified force sensor test error. During the functional testing the reported issue was able to be duplicated. The force sensor cable was pinched and damaged by the right plunger case. The root cause of the issue was caused by incorrect assembly by the customer. Replaced force sensor. Performed preventative maintenance and all functional testing.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 6-jun-2022 via email and attached to complaint object: event date was updated from unknown to 11-mar-2022. No patient involvement. The issue was found during preventive maintenance.